Event description:
Customer reported the sensor reading were off. Customer did not recall the actual reading, but most recent was 110 mg/dl. Customer declined troubleshooting. Customer stated that he was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose was between 400 or 500 mg/dl. Customer declined to provide further information and troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-61266.